Event description:
It was reported that during a percutaneous coronary intervention, stent damage occured. The target lesion was located in the severely calcified and moderately tortuous 1st diagonal artery. The lesion was pre-dilated with 2.0mm non-bsc balloon catheter. A 2.25 x 16 mm promus element plus was selected and advanced to treat the target lesion; however, it could not cross the lesion. The stent was then withdrawn and it was noted that the proximal edge bumped into the non-bsc guide catheter and got flared. Inflation with 2.25mm non-bsc balloon was performed and a 2.25 x 20mm promus element plus was used to cross the lesion and complete the procedure. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent was damaged at the proximal side. Struts on the most proximal row were bent outwards. The stent was slightly elongated proximally along the nine most proximal rows, covering the proximal markerband. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occured. The target lesion was located in the severely calcified and moderately tortuous 1st diagonal artery. The lesion was pre-dilated with 2.0 mm non-bsc balloon catheter. A 2.25 x 16 mm promus element plus was selected and advanced to treat the target lesion; however, it could not cross the lesion. The stent was then withdrawn and it was noted that the proximal edge bumped into the non-bsc guide catheter and got flared. Inflation with 2.25 mm non-bsc balloon was performed and a 2.25 x 20 mm promus element plus was used to cross the lesion and complete the procedure. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).